Event description:
The user reported that thumper system after being applied to the pt, gradually slowed down and ventilation times increased. The unit was being applied to a pt in a state of clinical death to provide CPR support. The device was removed from the pt and manual CPR was continued.